Event description:
The affiliate stated the customer reported approximately ten milliliters of clear fluid leaked under the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the restrictor tubing for the aspirate line from the retic shear valve to the rear blood detector had come off. The fse trimmed the tubing and replaced the boot with a section of the brown stripe tubing to resolve the fluid leak issue. The fse also noted the quick-connect was leaking slightly and replaced the fittings to resolve the issue. The fse performed background, latron control, and 5c and retic procedures. All results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).